Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The analyzer was installed on (B)(6) 2018. A 5 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(4) 2018 through aware date (B)(4) . There were no similar complaints identified during the search period. A 13 month lot-serial number history review for e2 lot hz12964 number was performed from (B)(4) 2018 through (B)(4) 2018 for similar complaints. There were no other similar complaints found in this time frame. The estradiol st aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event remains unknown as no further troubleshooting was performed.

Event description:
It was reported that the customer received discrepant results for estradiol (e2) on their aia-900 analyzer. Prior to the reported event quality control (qc) was reported to be normal for both e2 and progesterone (prog). The assay result for prog was reported without error, but the e2 result was not reported due to a dl flag. The customer reran the same patient sample and the sample displayed a dl flag and no result for e2. The customer reported that substrate had been made fresh that day, and this was the only dl flag noted. The customer was using biorad qc lot 40920, e2 lot hz12964, and substrate lot 1160083. Technical support (ts) suggested that the customer rerun the patient sample again at a 1:1 ratio, then at 1:5 ratio, and again at 1:10 ratio due to suspicion of a possible "hook effect" in the patient sample causing the flag. The customer was instructed to call back with the results. The customer called back to reported the e2 diluted 1:5 result was 580 pg/ml as expected. The customer stated that they would be performing maintenance and flushing out the substrate line. Ts followed up with the customer again three days later to address the reported event. The customer stated that they had no further plans to troubleshoot the original sample. They did not rerun the original sample as a 1:1 to confirm the result, as requested by ts, nor did they run any additional dilution ratios. No further action was required by technical support. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.